Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04220 / 04221).

Event description:
It was reported in operative report received that patient underwent a left hip revision procedure approximately six years post-implantation due to osteolysis and elevated metal ion levels. During the procedure, metallosis and metal staining were noted. The acetabular cup and femoral head were removed and replaced, and a liner was also implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.